Event description:
It was reported that the device was used during a video assisted thoracoscopy. It was reported by the rep that the cartridge fell out of the atb35 during the procedure. It was retrieved and the case was finished with another reload.